Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device experienced technical failures 300, 316 and 545 after being in storage for "a while". There was no patient involvement related to the reported malfunction.